Manufacturer narrative:
Product analysis: kinking was evident along the hypotube during analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 29th and 30th stent wraps, with struts raised, bunched and overlapping. Deformation was evident to the distal tip, with tip appearing torn. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a severely tortuous, mildly calcified lesion with 80% stenosis in the ostium of the left main coronary artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It is reported that stent deformation occurred in vivo during positioning. The physician was positioning the onyx from the proximal lcx to the ostial left main. The lcx takeoff was a 140 degree bend followed by a 90 degree bend. While attempting to position the stent the proximal edge of the stent was lifted up by the tip of the guide catheter. The procedure was completed using another 3.5x30mm onyx device. No patient injury is reported.